Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, the customer overestimated the amount of insulin needed, and delivered too large of a bolus which resulted in low blood glucose (bg) level of 48(mg/dl). Reportedly, the customer declined to provide additional information and declined troubleshooting.